Event description:
It was reported the pt was experiencing persistent pain at her ipg site. The ipg had moved within the pocket making it difficult to sit back or lie down. The pt underwent revision surgery to replace her ipg with a new one.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.